Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited: the angle locked due to wear of the angle wire. There was no patient involvement.

Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus for evaluation and the evaluation found that due to a pinhole on channel tube, water tightness was lost. Distal end had a burn. Grip was sticky, up/down angulation lever plate was sticky. The universal cord was sticky. Control unit had a scratch. Scope cover had a scratch. Switch box had a scratch. Light guide bundle was slipping down. Control unit had corrosion due to water leakage. Connecting tube had a scratch. Video connector case had a scratch. Video connector had a scratch. Light guide connector had a scratch. Protector of the video cable section had a scratch. Insertion tube rotation ring had a scratch. Angulation lever had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the locked angle was the drum of the angulation mechanism section of the control section was observed to be rusted and corroded. Olympus will continue to monitor field performance for this device.